Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a patient reportedly has allergies to chromium and cobalt and that the patient demanded the system be removed. No patient complications were reported due to this event. The system remains in use.